Manufacturer narrative:
Internal complaint reference: (B)(4) this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr surgery, a meta-tan lag screw drill sleeve was loose within the meta-tan drop. The looseness caused to much variance during the guide pin insertion, which allowed the guide pin to miss the targeted nail. The guide pin shot anterior to the nail aperture but also was able to be manipulated to hit posterior as well. The procedure was successfully resumed, after a non-significant delay, using the same device. The current status of the patient is unknown, but no other complications were reported, and no additional medical/surgical intervention was needed due to the incident.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Section b5 was corrected.

Event description:
It was reported that, during an internal fixation surgery of a hip fracture, a meta-tan lag screw drill sleeve was loose within the meta-tan drop. The looseness caused to much variance during the guide pin insertion, which allowed the guide pin to miss the targeted nail. The guide pin shot anterior to the nail aperture but also was able to be manipulated to hit posterior as well. The procedure was successfully resumed, after a non-significant delay, using the same device. The current status of the patient is unknown, but no other complications were reported, and no additional medical/surgical intervention was needed due to the incident.